Event description:
Pt's 19 fr blake drain was removed and while pulling out, the drain broke. CT scan confirmed that there was a retained portion of drain within the peritoneal cavity. Pt returned to operating room on (B)(6) 2010, for surgical removal of the retained drain.